Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing irritation. The physician did not suspect a device malfunction. The patient underwent an explant procedure.